Event description:
It was reported that the device evita 4 repeatedly rebooted during use on the patient without generating an alarm. There were no patient health consequences reported.

Manufacturer narrative:
The affected device evita 4 unit was examined in the manufacturer's repair workshop and the log file was recorded for further analysis. Based on the investigation, the reported warm starts could be confirmed; a failure of a component on the pcb graphics controller was identified to be the root cause of the event. During a warm start, the device opens the airway system to allow spontaneous breathing. This process is accompanied by an acoustic alarm. When the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the previous parameters. Immediately after restarting ventilation, a "mv low" alarm is generated which continues until the applied volume is greater than the lower set limit for the minute volume. During a warm start, the display is blanked. In the current event, it was no longer possible to continue ventilation because the deviation could not be remedied by the warm starts and the device continued to perform warm starts, as it was also reported. Here, too, the device sounds an acoustic alarm and the airway system is opened for spontaneous breathing. In the course of the repair measure, the alarm system of the device was also checked without any issue. The log file analysis also showed that alarms were acknowledged by the user. The ventilator reacted to the failure of a component as specified, alerted and attempted to rectify the detected deviation by warm starts. The faulty component (pcb graphics controller) has to be replaced and the device must be checked according to the manufacturer's specification prior to next use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the device evita 4 repeatedly rebooted during use on the patient without generating an alarm. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device evita 4 repeatedly rebooted during use on the patient without generating an alarm. There were no patient health consequences reported.